Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the rotation tab is bent. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device, but was able to close. The remaining clips all had the same issues except for one of the clips, which was not able to close. The device was disassembled to look at the internal components. Upon disassembly, it was noticed that a sticky substance was present on the channel but no further damages were observed. The damaged rotation tab could lead to improper loading of the clips. The sample was received with 8 clips remaining indicating that 7 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "did not load clip properly" was confirmed based upon the sample received. One device was returned. It was found that the rotation tab was bent. This could contribute to issues with the loading of the clips into the jaws. The device was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The remaining clips were unable to properly load into the jaws of the device due to the damage to the rotation tab. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The device misfired during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600693 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device misfired during use. The patient's condition was reported as fine.